Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 18 atm's on the third inflation. (The number of atm's reached on the initial and second inflations is unknown.) The patient was asymptomatic during this event. The lesion being treated was a very calcified and 90% stenotic lesion in the distal rca. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.